Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received occlusion alarms. Blood glucose (bg) was above 600 mg/dl. Ketone level was considered as being dangerous. The customer went to the emergency room (ER) and was treated with insulin and saline via intravenously. After 4 hours, the customer left the ER with a bg in target range and the customer felt better. As the event had occurred in the past, a possible cause of the occlusion could not be determined.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in pump logs and a different issue was identified.